Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the premature deployment of the clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve. During deployment, after rotating the actuator knob, a kink was noted on the delivery catheter (dc) between the shaft and the clip separated from the l-lock tabs. The clip was able to be deployed without difficulty, reducing the mr to less than 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and due to the condition of the returned device (clip deployed and not returned), premature clip deployment could not be replicated in a testing environment. Also, during visual inspection, no issues were noted to the delivery catheter (dc) shaft. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigation and a definitive cause for reported premature clip deployment and kinked dc shaft could not be determined in this incident. There is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.